Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was receiving oor when they tried to turn their stimulation intensity up. The ins was interrogated and it was found contact 11 had possible damage and it showed >40000. The patient was unaware of how the damage may have occurred. The patient was reprogrammed to avoid use of contact 11. The issue was resolved at the time of report. No symptoms were reported.